Event description:
Carotid stent placed, distal filter was deployed to catch any potential debris that would be dislodged during procedure. After the procedure was successfully completed the filter was to be retrieved. However the filter broke off from its wire and it was not possible to be retrieved. During discussion with company rep it was learned that this has happened three other times at other facilities and this info was not shared.